Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.0x38mm target lesion was located in the seriously tortuous and calcified left circumflex artery. A 38 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during multiple attempts to cross the tortuous lesion, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.0x38mm target lesion was located in the seriously tortuous and calcified left circumflex artery. A 38 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during multiple attempts to cross the tortuous lesion, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.